Event description:
It was reported that after a supply change on an ilet system using a contact detach infusion set (lot 33107), the user experienced hyperglycemia with fingerstick blood glucose rising to 380 mg/dl; no leakage or infusion set damage was observed, and a guided supply change was later completed with subsequent calibration and glucose at 100 mg/dl. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no alerts for prolonged severe hyperglycemia, and no medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education, as well as capture of the infusion set lot number for potential lot-level review. Investigation of this case revealed no device malfunction reported, no observed infusion set failure, and glucose levels normalized after the supply change and calibration, rendering the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device or infusion set malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.